Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited had the forceps stand was burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: possible cause: it was presumed that this incident occurred when the forceps holder was exposed to high temperatures due to some factor during use of the device and endo therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.